Event description:
It was reported that this pacemaker was unable to be interrogated. Boston scientific technical services (ts) was consulted and troubleshooting was performed, however, the healthcare professional (hcp) was unable to read the device. It was noted that the last successful interrogation was less than one moth ago. No adverse patient effects were reported. At this time, this device remains in service.